Event description:
Devilbiss healthcare was notified by a home oxygen provider of a complaint involving a stationary oxygen concentrator. The provider stated, "blew up and making really funny noise and white light lite - turned it off - the white light came back on - heard a big pop and black smoke - white powder on the floor and smoke residue on the ceiling." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation, which determined there was no evidence of a thermal event. The root cause of the complaint was a failed, leaking sieve bed.